Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 99% stenotic distal left circumflex artery. The physician advanced the 2.0 x15mm maverick 2 balloon to the lesion and inflated it to 8atms for about two to three seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon and the deployment of a 3.0x16mm taxus stent. Pt status is reported as "good".